Event description:
Healthcare professional reported left side deflation. Healthcare professional later reported "capsular contracture baker grade I". Device explanted

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., h.6.

Event description:
Healthcare professional reported left side deflation. Healthcare professional later reported "capsular contracture baker grade I." The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe as it is not related to the manufacturing process. Deflation: observed an opening assessed as fold flaw opening. As per the investigation procedure, creases and wear abrasion was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b5, b6, d4, d9, e1, h3, h4, h6.

Event description:
Healthcare professional reported left side deflation. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.